Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01198). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device had reached premature eri when a patient presented for a routine device-check. It was noted that patient previously had an MRI. A drop in battery voltage was observed starting last month. The device was explanted and replaced.